Event description:
It was reported that during a pulsed field ablation procedure, the integrated dilator/needle could not be fixed to the sheath. The integrated dilator/needle was replaced with a native dilator without resolution. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012403066 was returned and analyzed. Visual inspection of the handle area was performed and a kink was identified at the side port tube. The returned dilator was inserted into the sheath and retracted without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. In conclusion, the reported issue of sheath/dilator compatibility was not reproduced during testing. The sheath failed return inspection due to a kink at the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.